Event description:
As reported, during a procedure, the surgeon attempted fixation to the cooper's ligament from the pubic bone using a capsure device. On the first attempt of fixation the fastener deformed. It was reported that the problem occurred during the first deployed fastener. There was no problem after first attempt and about 12 rounds of fixation for bilateral cases were successful. There was no patient injury.

Manufacturer narrative:
As reported, first fastener of capsure device deformed during fixation. The photo provided finds the fastener is deformed as reported. The photo does not assist in determining root cause as to why the fastener deployed deformed. The most probable root cause may be the result of attempted deployment into underlying hard structures. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event that the device deployed deformed fasteners during fixation as the device was found to function as intended during simulated use testing. Based on the sample evaluation there is no indication the device would deploy a deformed fastener. The fastener deforming in use is the result of attempted fixation to the cooper's ligament from the pubic bone. No manufacturing anomalies found. The instructions-for-use (IFU) supplied with the device states that, "use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera. The intended fixation site should be assessed to ensure that while the tissue is compressed the total distance from the surface of the tissue to any underlying structures is greater than the length of the capsure fastener". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, first fastener of capsure device deformed during fixation. The photo provided finds the fastener is deformed as reported. The photo does not assist in determining root cause as to why the fastener deployed deformed. The most probable root cause may be the result of attempted deployment into underlying hard structures. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the surgeon attempted fixation to the cooper's ligament from the pubic bone using a capsure device. On the first attempt of fixation the fastener deformed. It was reported that the problem occurred during the first deployed fastener. There was no problem after first attempt and about 12 rounds of fixation for bilateral cases were successful. There was no patient injury.